Manufacturer narrative:
(B)(4). The customer reports that the device has pins broken in the therapy cable. There was no reported pt involvement. The field service engineer confirmed that the broken pin in the therapy cable was confirmed onsite. The therapy cable was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service.

Event description:
The customer reports that the device has pins broken in the therapy cable. There was no reported pt involvement.